Manufacturer narrative:
Troubleshooting is currently being performed on this analyzer. No cause for the event or conclusion can be identified at this time.

Event description:
Customer reported that plasma sample tested (B)(6) with questionable visual determination. Retesting of serum samples gave (B)(6) results that were confirmed as (B)(6) via another method. Unit in question quarantined from use.